Event description:
A report was received from a doctor in germany that a memorylens has been implanted in the patient's eye in 12/1999. The doctor explanted the lens on 2/2001 due to "severe opacification of iol - seems to be a superficial opacification". The lens was replaced with another lens. There were no complications reported during the explant/implant procedure. The patient's prognosis was reported as good, with corrected va at exam in 3/2001 of 20/40 left eye. The doctor stated that he felt this incident was lens related.